Event description:
Customer states she had a low blood glucose incident because her meter would not power on due to missing battery cover; has been unable to test for the past two weeks. Customer felt shaky, started sweating and turned white; felt wiped out. She treated herself with juice and since she could not use the meter, she took an additional dose of oral meds. No controls used. No adverse event reported. Requested return of suspect device and replacement was sent.